Event description:
The account noticed that the mix head was picking up tubes but was not mixing them. On 8/1/2000 the account reported a hgb of 16.6 g/dl and a hct of 52% on a pt. The sample was repeated due to delta checks and the hgb was 7.9 g/dl with a hct of 24%. There was no report of impact to pt management.